Manufacturer narrative:
D6b explant date provided. E4 was inadvertently omitted on the initial manufacturer device report.

Event description:
An impella cp device was inserted into the right femoral artery in a 85-year-old female with a past medical history of a prior coronary artery bypass graft (CABG), diabetes, and renal insufficiency. The patient was presenting in acute myocardial infarction (ami) and cardiogenic shock (cgs), with scai stage d shock and was on multiple inotropes and vasopressors, and was ventilated for respiratory support prior to initiation of support. The impella was inserted for ventricular support during a percutaneous coronary intervention (pci) of the left main (lm) artery, left anterior descending (lad) artery, and left circumflex artery. During the procedure, after removing the peel-away and exchanging for a repo sheath, the patient developed a hematoma at the insertion site. Manual pressure was applied, which resolved the hematoma. Upon transfer to the intensive care unit (ICU), the patient was turned to change bedsheets and oozing was noted from the insertion site. Manual compression was applied, followed by application of a sandbag for reinforcement. It was noted that when access was initially obtained, the plan was to pre-close the groin with proglides. Only one proglide was able to be deployed due to a calcified vessel. The patient also received heparin during the procedure. The post-procedure outcome is unknown. The impella cp will be coded for serious injury, hematoma, and minor bleed. Access site bleeding is a known risk due to the impella's anticoagulation and purge requirements. Bleeding is listed as a potential adverse event and consistent with known device-related and patient-related factors documented in the instructions for use (IFU).

Manufacturer narrative:
The impella device has not been received from the customer, therefore, investigation of the device has not been possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
Hematoma: the cause of the hematoma was not determined due to insufficient clinical details. Asae / minor bleed : the cause of the access site adverse event was use related to patient movement as oozing occurred after patient movement.